Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported patient effect of death, as listed in the product instructions for use, is a known potential adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported adverse patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event: death. Time of adverse event: post stenting procedure. It was reported that an occlusion in the proximal portion of the mildly tortuous and calcified rca was treated using a 3.0x15 rx vision. One day post stenting procedure, the patient died. The cause of the patient's death was not reported. Though requested, no additional information was provided.